Event description:
It was reported that the customer had a failed glucose sensor and was told that she would be sent a sensor and cannister to return the old one. Customer stated that she only received the cannister. Customer also had a motor error alarm today. Customer was told that it can be caused by bringing up the sensor glucose graph. Customer was advised that the package is on its way. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.